Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. A flexiva 200 tractip laser fiber was returned broken. The fiber measured approximately 198.4 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on august 8, 2018 that a flexiva 200 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was found broken upon opening the package. There were no known impact nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 8, 2018 that a flexiva 200 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was found broken upon opening the package. There were no known impact nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was found broken upon opening the package. There were no known impact nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.